Event description:
It was reported that during a follow up, externalized conductors between svc-rv coils were seen under x-ray. No electrical anomaly was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.